Event description:
Additional information was received. It was reported that an intervention was performed. The physician implanted another manufacture r¿s device which relined the valiant stent graft resolving the endoleak.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak), (unknown cause of event). Conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak).

Event description:
A valiant stent graft system was implanted in zone four, for the endovascular treatment of a thoracic aortic aneurysm approximately eight months ago. It was reported that at the patient¿s one week follow up, an endoleak was found. Initially, the physician suspected a proximal type I endoleak; however, results from a CT scan taken a month ago show a type iii fabric endoleak from sutured hole. The physician commented that it is difficult to decide which type of endoleak at this time. The aneurysm is expanding so additional treatment will be performed later on an unknown date. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned cta's from several days post-implant and 5 months post-implant were reviewed. The stent graft was found positioned from just distal to the lsa, into the descending thoracic aorta. The CT's and 3d reconstruction images post-implant showed that the stent graft was uniformly angulated approximately 90 degree; proximal to distal ends. An area of contrast was seen near the mid-length of the stent graft; along the inner curvature. The endoleak appeared to be a type iii fabric, coming from an area between covered spring # 3 <(>&<)> #4 where the springs are somewhat overlapping due to the thoracic curvature. No other stent graft issues were observed. The cause of the endoleak is unclear, and it is uncertain if the stent graft angulation may have contributed.